Event description:
It was reported that when attempting to deliver high voltage therapy shocks for atrial fibrillation (af) cardioversion, resulted in multiple zero delivered joules. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.